Manufacturer narrative:
The customer returned meter. The complaint was not confirmed and no new issues were observed. All results were within range of specification, the standard deviation was within specification and no errors were observed during control solution testing. However, the case evaluation was based on the meter readings reported by the customer and found in the meter memory log. According to those readings, it has been determined that a MDR is required. No further investigation will be necessary.

Event description:
A customer reported receiving imprecise readings on her freestyle blood glucose meter. The customer reported obtaining the readings of 480 mg/dl, 70mg/dl and 78 mg/dl. The blood tests were performed within a ten minute timeframe. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant. It is unk the time the customer took an additional meter reading of 402 mg/dl and because of that reading the customer reported she took a fast acting insulin humalog which caused her "to feel sick". The customer reported experiencing the following symptoms: extremely tired, "zombi-like", could not hold her head up and did not have appetite. The customer also reported eating three raisins "to try to bring her blood glucose levels up". There was no third party medical intervention reported. There was no report of death or permanent impairment associated with this event.